Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient implanted with this pacemaker experienced a syncopal episode. Review of stored device memory noted no stored episodes that correlated with the syncope. The root cause was unknown. Available information indicates this product remains implanted and in service. No additional adverse patient effects were reported.